Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, it was noticed that the tip of the fiber was broke after 11,480 joules and 3:18 minutes of use. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, it was noticed that the tip of the fiber was broke after 11,480 joules and 3:18 minutes of use. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported allegation was confirmed. Upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified that the glass cap was detached and not returned with the fiber. The observed condition on the fiber it is likely due to an excessive cap wear during the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, it was noticed that the tip of the fiber was broke. The procedure was completed with another fiber without patient complications.